Manufacturer narrative:
Upon receiving additional information the reported products were found to not have contributed to the event. As a result it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receiving additional information the reported products were found to not have contributed to the event. As a result it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Date of birth: (B)(6) 1962. Medical product: persona natural tibia cemented stemmed catalog # 42532007101 lot # 62480753; persona articular surface fixed bearing posterior stabilized (ps) catalog # 42511400712 lot # 62562358. Report source foreign: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2019-00046, 0002648920-2019-00048, remains implanted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient was experiencing pain one year post operative.